Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Infection and sepsis known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management and patient's previous infections may have contributed to this reported event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the clinical study database, subject's wife called vad clinic on 1 feb 2016 and said subject had a fever (B)(6) 2016 of 102 f with chills and she gave him tylenol. This morning, temperature is 101.8 f. No specific symptoms but going to pcp (primary care physician). Np (nurse practitioner) at pcp prescribed augmentin for sinus infection but didn't take it. Subject fell at doctor's office due to weakness. No injuries sustained and flu and strep tests were negative. Subject was advised to go back to the same office due to concern for weakness. Wbcs 7.2 k/ul and temp was 100.3 f at arrival. Subject was started on zosyn 3.375 g IV q 8 hours. Blood cultures came back positive for streptococcus sanguinis. Source was not found. Tee (transesophageal echo) was negative for endocarditis and CT of chest was negative. Subject was treated with ceftriaxone 2 grams daily from (B)(6) 2016. On (B)(6) 2016, wife again called clinic saying subject had fevers up to 102 f with chills. He again was admitted. Wbcs were 7.7, temp reached 103.1 f. He was started on vancomycin and zosyn. Blood cultures again came back positive for streptococcus sanguinis. Again, no source was found. Subject again was treated with ceftriaxone 2 g IV daily through (B)(6) 2016. Possible lvad infection with no source identified, so subject will be on suppressive keflex 500 mg tid, for life post IV treatment.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive clinical root cause cannot be determined, clinical status of multiple infections, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.